Event description:
Stent went missing. After physician tried wire technique to find and remove the stent. The stent floated to the proximal rca (right coronary artery). Due to many wires used during the procedure, a coronary dissection occurred. Patient ended up having 6 stents in the whole rca. Over 60-year-old male with a past medical history of small cell carcinoma of the lung with metastasis to the brain and adrenals, copd (chronic obstructive pulmonary disease), htn (hypertension), hld (hyperlipidemia), a-fib, dm2 (diabetes mellitus type 2), cva (cerebral vascular accident), who presented for sudden onset chest pain and shortness of breath. Presented to the cath lab for pci (percutaneous coronary intervention) to lad (left anterior descending artery) and distal rca. Pci-stenting to lad. And rca complicated by dislodged stent that was abandoned as well as spiral dissection ultimately able to intentionally stent in false lumen up to mid vessel where we were able to reenter into the true lumen and connect true lumen to true lumen distally. The spiral dissection did result in loss of an acute marginal lateral branch. This resulted in some likely chest discomfort, abnormal EKG.